Event description:
Same case as #6000093-2004-01514. It was reported that four days after a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The pt presented with unk symptoms for the initial implant in 2004. The physician predilated the distal lad with 2.5x15mm maverick balloon. Two taxus express2 2.75x20mm drug eluting stents were placed, overlapping in the lad. Post procedure, the physician stated there was a 50% residual stenosis distal to the treated lesion. No further treatment was done. The pt was given plavix. The pt presented at a different hosp four days later with chest pain and st elevations. They received care from the same physician who had done the initial implant. While in the ER, the pt received 5000 units heparin and a heparin drip was started. They were taken to the cardiac cath lab where they received a reopro bolus and a reopro drip was started. The physician used a 2.5x15 maverick angioplasty balloon to resume flow. The physician then implanted a taxus express2 2.5x16mm drug eluting stent in the location of the 50% residual stenosis had been previously seen. Further info revealed that the physician felt it was highly unlikely the pt continued taking their plavix once they had gone home. The physician also felt pt may have started smoking again after the procedure. The physician did feel the thrombosis was related to the 50% residual from the initial procedure resulting in a new stent implanted distal to the previous stent. Pt's status is reported to be satisfactory. The pt returned to the cath lab for an elective procedure on a different vessel 2 months later. The physician took the first angiogram and found that the stents were again thrombosed. The physician then decided to treat the thrombosed stents instead. A 2.0x15mm maverick balloon and a 3.0x15mm maverick balloon were used followed by a 3.0x15 cutting balloon to open the stents with modestly good results. The physician then decided to consult a heart surgeon because he felt the pt is predisposed to incidences of clotting. There was no further info on the pt's condition.